Event description:
It was initially reported to philips that the heartstart xl defibrillator had a broken case. It was clarified that the device had mechanical damage to the upper cover and the ECG connection. It was further clarified that the device was unable to monitor ECG through the cable. There was no negative patient impact